Manufacturer narrative:
Final device analysis results reveal - broken weld(s) at the bond wire pad(s) - lifted bond wire(s).

Event description:
It was reported that pt's health care provider (hcp) had been unable to adjust the pt's dbs therapy for the past year. The hcp was unable to read or re-program the device with the programmer. The device was not flipped in the pocket. The pt had no loss of tremor control and the device seemed to be working (providing therapy). Several telemetry attempts were made in different locations. The device was finally replaced in 2008. The pt was doing well following replacement.